Event description:
During a standard treatment a dental electrical handpiece got hot and burned a pt on lower lip. Burn size was approx 1mm. The pt did not receive any medication or medical care. Dental office does not recall the name of the pt, hence only gender is known.

Manufacturer narrative:
The analysis did show that the head was dented. This caused the back cap button to stick in causing the head to heat up due to unusual internal friction. As a result of the dent and the higher temperatures the bearings are grinding causing also an increase of the temp. This is usually the result of a strong hit caused, e.g. By dropping during the reprocessing of the handpiece. Handpiece was running out of specification. A visual and functional inspection of the handpiece is required by the user instruction prior to each treatment and is hence mandatory. (B)(4).